Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The part number and lot number are unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
During post market surveillance for lactosorb distraction, the distributor responded "the drive screw is an issue; in some cases the device only distracted on one side and did not distract on the other. They have tried it with titanium screws as well. The drive screw pokes through the end plate; screws do not hold up and break at the flexible part." Upon follow up with the distributor he stated he is unable to provide specific details, his territory has not used the product in a long time.